Event description:
It was reported that capture threshold changed and lead impedance values increased. Lead dislodgement was observed via x-ray. Lead was explanted. The lead will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.